Manufacturer narrative:
Date sent to FDA: 9/4/2019.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure for stress urinary incontinence and mesh was implanted. During the procedure, the bladder was perforated during insertion of the left device needle. The perforation was recognized and resited. The patient made a full recovery with conservative treatment and at follow up there were no ongoing symptoms and her stress incontinence was cured. No additional information was provided.

Manufacturer narrative:
This medwatch report is being voided as there has been no report of medical/surgical intervention to prevent/preclude permanent impairment or damage. As a result, this event does not meet the criteria of a serious injury. Should additional information be provided, the file will be updated accordingly.